Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. In addition, noise was oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed reprogramming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).